Event description:
Additional information was received that the device was reprogrammed but the oversensing continued. Technical support was contacted for additional reprogramming. No additional programming has been performed.

Event description:
During remote follow up, far field r wave oversensing and inappropriate automatic mode switch was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was stable with no consequences.